Event description:
During a follow-up in clinic, the right ventricular (rv) lead had a decreased sensing value, decreased pacing lead impedance (pli) and increased capture threshold. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The reported events of low lead impedance, decreased sensing value and increased capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.